Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that there was an infection after using unspecified bd¿ q-syte. There was flow issues and leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of blood stream infections (1), flow rate slow (10), flow rate occluded (3), and leakage (10).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that there was an infection after using unspecified bd¿ q-syte. There was flow issues and leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of blood stream infections (1), flow rate slow (10), flow rate occluded (3), and leakage (10).